Event description:
It was reported that the device was sent in for preventative maintenance only. Evaluation of the device later found that the motor speed was below specification and was confirmed to shred grafts. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the unit was confirmed to shred the graft. The motor, bearing pack, o-ring, seal, reciprocating arm, hinge throttle gasket, and the 2 and 4 inch width plates were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.